Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia') in an adult female patient who had essure (batch no. B02263) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysfunctional uterine bleeding, essential hypertension, obesity, allergic rhinitis and parity 3. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and dysfunctional uterine bleeding ("dysfunctional uterine bleeding"). The patient was treated with surgery (total laproscopic hysterectomy with bilateral sapingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the menorrhagia and dysfunctional uterine bleeding outcome was unknown. The reporter considered dysfunctional uterine bleeding and menorrhagia to be related to essure. The reporter commented: on the left side, 0 coils were noted when finished. On the right side, 2 coils were noted when finished. Most recent follow-up information incorporated above includes: on 7-oct-2020: pfs received-previously reported event injury nos was replaced with menorrhagia, dysfunctional uterine bleeding. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia') in an adult female patient who had essure (batch no. B02263) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysfunctional uterine bleeding, essential hypertension, obesity, allergic rhinitis and parity 3. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and dysfunctional uterine bleeding ("dysfunctional uterine bleeding"). The patient was treated with surgery (total laproscopic hysterectomy with bilateral sapingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the menorrhagia and dysfunctional uterine bleeding outcome was unknown. The reporter considered dysfunctional uterine bleeding and menorrhagia to be related to essure. The reporter commented: on the left side, 0 coils were noted when finished. On the right side, 2 coils were noted when finished. Lot number: b02263 manufacture date: 2013-02 expiration date: 2016-02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-oct-2020: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.